Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patients mobile power units (mpu) cable was damaged, with the insulation torn and the conductors exposed. The mpu was exchanged. There were no patient consequences due to the reported event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damage, with the insulation torn and the conductors exposed to the mobile power unit (mpu) patient cable was confirmed. During the evaluation of the returned mpu, serial number (B)(6), it was noted that the unit had a cut ~ 1 inch in length near the center of the patient cable. The system powered up as intended and passed all tests. The cable was replaced, and preventative maintenance was performed. The unit was sent to the rental pool and the cable was forwarded to ppe for further analysis. The cable was plugged into a working test unit and connected to a mock loop. The mpu was able to power the system controller, and no alarms were produced when the cable was manipulated; the cable functioned as intended. The jacket was stripped where the damage was noted, and no damage to the underlying wires was observed. Additional information indicates there was no patient consequences due to the reported damage. A root cause for the reported event was not conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 patient handbook section 6 ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU) section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook section 10 ¿safety checklists¿ and heartmate 3 instructions for use (IFU) section e ¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu. Heartmate 3 instructions for use section 8-¿equipment storage and care¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly handle the equipment to prevent damage. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) section 3 ¿powering the system¿ explain all the mpu alarms. This section informs the user to inspect the mpu patient cable and ac power cable for damage daily, and not to use the mpu if either cable shows signs of damage. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.